Event description:
Per the clinic, the patient was placed under monitored anesthesia care on (B)(6) 2023, in order to replace the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 20, 2023.